Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 248 and 108mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer could only provide product information for one meter. No product was replaced at the time of the call.